Event description:
It was reported that during the implant attempt, the helix of the right ventricular (rv) lead would not extend, even after 70 turns. The lead was removed from the body, and many more rotations were attempted until the helix finally popped out. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation; the analyst noted that the helix cannot extend and retract due to distal conductor distortion within the connector; full lead returned and analyzed.